Manufacturer narrative:
(B)(4). There were no test strips remaining for the customer to return.

Event description:
The customer complained of a high erroneous result on coaguchek xs meter serial number (B)(4) compared to the coaguchek meter used at the dr's office. The customer had initially tested on her meter at 6:28 a.m. With a result of 4.7 inr. The customer was tested on her dr's meter at 8:15 a.m. And the result was 3.6 inr. Different fingers were used for each test. The customer was not treated based on the results from her meter. The customer thought the 3.6 inr result from the dr's meter was correct. The customer's therapeutic range is 2.6 ¿ 3.2 inr. No adverse event occurred. There is no concern with the customer's hct. The customer is not on direct thrombin inhibitors. The customer is not taking any new medications, has not been ill recently, has not had any diet changes and is not experiencing any bleeding or bruising. The meter and test strips were requested for return, however, the customer stated there are no strips remaining in the strip vial. The meter was returned. The test strips were not returned. The returned meter was tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.1 inr; donor 2 inr: 2.2 inr ; donor 1 hct: 52%; donor 2 hct: 46%. Donor 1: retention meter with master lot strips: 2.1 inr; customer meter with master lot strips: 2.1 inr . Donor 2: retention meter with master lot strips: 2.3 inr; customer meter with master lot strips: 2.2 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specifications. No information was provided in the complaint that would point to a cause for the result discrepancy. Relevant retention test strips (lot 26683421) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material was acceptable. The investigation was unable to find a definitive root cause for this event.